Event description:
It was reported that the patient was experiencing increased pain and swelling in the left neck and shoulder. An x-ray was taken and it showed lead migration. The patient underwent a revision procedure where the paddle lead was repositioned. The patient was doing well post operatively. The lead remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.